Event description:
Experienced prolonged erratic blood sugars using the disetronic h-tron plus v100 insulin pump for a period of 6+ months. Most recent a1c test was above normal limits which has not occurred in eleven years as a diabetic. Because of the extreme highs and low levels pt had to test up to 12 times a day. As an experienced diabetic and pump user with normally excellent control, pt was trying to determine where the problem was. Many things can effect a diabetic and they thought there might be another reason for the erratic levels until they switched insulin pumps. Immediately they knew it wasn't them or their routine/environment, it was the pump. Pt recently started using a new insulin pump from minimed without changing basal rates or daily routine and has experienced a dramatic return to normal blood sugar levels. Pt is very concerned of long term effects of the erratic and elevated blood levels they experienced using the disetronic product. Pt received a letter from disetronic this summer mentioning problems. It was somewhat vague and that is when pt decided to try to switch pumps.